Event description:
The patient presented with two ophthalmic segment left internal carotid artery (ica) aneurysms. The stent was implanted without any difficulties, the position of the stent was correct and the stent was completely opened. However, the stent apposition against the vessel wall was suboptimal. The physician used balloon angioplasty to improve the stent apposition against the wall. After the balloon was inflated inside the implanted stent three times, imaging showed a bleeding located in the distal area of the stent. The reported hemorrhage resulted in a stroke. The surgery (not specified) was performed; however, two days post procedure the patient died. In the physician¿s opinion the cause of the reported event was hemodynamic modification due to the combination of the stent suboptimal wall apposition resulting an incomplete occlusion of the aneurysm plus balloon occlusion.

Manufacturer narrative:
The surpass streamline flow diverter device is not approved in the USA and therefore this complaint is not subject to MDR reporting regulations. The device history record review confirms that the device met all material, assembly and performance specifications. The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Hemorrhage, stroke and death are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The device is not available to the manufacturer.